Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, difficulty introducing the sheath and subsequent vascular dissection was confirmed empirically. Available information suggests patient factors (calcification, tortuosity, undersized vessel) likely contributed to the event as noted in the patient's medical history. Additionally, it was reported that the minimal luminal diameter was 5.3mm. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate, during the transfemoral tavi procedure, an inability to advance the esheath+ occurred. During vascular dilation with a 16 fr dilator, insertion was difficult. Subsequently, the esheath+ was inserted; however, due to severe vascular tortuosity and calcification near the right external iliac artery, insertion remained challenging. An endovascular treatment (evt) was attempted through the esheath+, but angiography revealed vascular injury. The injured vascular site was repaired using a 10 mm viabahn stent graft; however, further insertion was not feasible, and the tavi procedure was terminated.